Event description:
It was reported that the lower tip of the instrument was broken and curved. Although the instrument was used in surgery, no pt complications were reported.

Manufacturer narrative:
(B) (4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.